Event description:
During deployment, the user was unable to overcome artifact.

Manufacturer narrative:
(B)(4). Method: device internal memory and ecd was reviewed. Results: artifact present during resuscitation attempt. Conclusion: labeling and voice prompts are provided to instruct the user on overcoming artifacts.